Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that catheters from six 'cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter sets" cracked at the hub. No lot numbers were provided. The catheters were inserted into either subclavian or femoral veins. It is the facility's standard practice to attach a competitor's 3-way tap to all lumens. The catheters were infusing total parenteral nutrition (tpn) and/or noradrenaline. It is unknown how the procedures were completed or if the devices were replaced. It is also unknown if there were any adverse effects to the patients. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, as well as a visual inspection of a customer provided photo, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did however provide a photo of one 7fr catheter cracked at the blue hub. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Therefore, the DHR could not be reviewed. The information provided upon review of dmr, product labeling, and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions ¿catheter should not be used for long-term indwelling applications.¿ based on the information provided, inspection of the customer provided photo, and the results of the investigation, cook concluded that the main cause of failure was a component failure without a design or manufacturing deficiency. A CAPA was previously opened to further investigate this failure mode. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received regarding the six complaint devices. It was reported that one of the catheters had a crack on the white hub which caused leakage. The other five complaint devices are captured in reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that six cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked at the hub. The catheters were inserted in either the subclavian or femoral vein. It is the facility's standard practice to attach a competitor's 3-way tap to all lumens. The catheters were infusing total parenteral nutrition (tpn) and/or noradrenaline. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set e3 - occupation: clinical products advisor. Postal code(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred